Event description:
Dealer advised bearings on both rear wheels are making a clicking noise and causing wheel to wobble. Dealer advised quick release axle has no cover and per parts catalog there is no cover. Dealer could not provide any further information.